Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they were having issues with the battery. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they were unable to remove the battery cap. The insulin pump will be returned for analysis.